Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false elevated architect stat troponin-I result on one patient. Results provided: (B)(6) 2019: 0.063 ng/ml, repeated on another architect = 0.030 / 0.036 ng/ml. (Customers diagnostic cutoff = 0.033 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
Additional instrument sn# (B)(4) added to concomitant medical products.

Manufacturer narrative:
A review of complaints determined that there are no trends for the product list 2k41 for the complaint issue. However, architect stat troponin-I lot# 25897un19 identified an increased activity for the issue of falsely elevated results. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 25897un19 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I, lot 25897un19.